Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported allegation of dimpled pump was unable to be confirmed through analysis as the returned components did not have any damage and performed within all testing parameters. Technical analysis: the pump and cylinders were returned for analysis to our post market quality assurance laboratory. The pump was visually inspected and functionally tested, there was no damage observed and the pump performed within all testing parameters. The cylinders were visually inspected and functionally tested, there was no damage observed and the cylinders performed within all testing parameters. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during the procedure the device was not refiling as quickly as it should after several cycles. The pump also maintained a dimpled appearance during prep and was not comfortably implanted. The ipp was not implanted and a new ipp was successfully implanted. The procedure was successfully completed with no clinical consequences to the patient.